Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm poly. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient with history of gi bleed, anticoagulants held and patient now with pump thrombus. (B)(6) 2013 speed dropped to zero and returned to normal. (B)(6) 2013 per patient and family, wishes pump turned off.